Event description:
The customer reported that the system displayed an a/d channel 10 failure error message and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage supply regulator. The system operates as intended.